Manufacturer narrative:
The sample device is indicated as not available for evaluation. Without the device or images to examine the customer complaint cannot be confirmed. If additional information becomes available, a follow-up report will be provided.

Event description:
Product showed rupture on the outside of the catheter.